Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the tampon string was inaccessible and she was unable to remove the pledget from the vaginal cavity. She went to the doctor the same day where a procedure was performed to remove the tampon from the body. She did not experience any symptoms and did not receive medical treatment.